Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 26-dec-2011, UDI #: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-nov-2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient implanted for failed back surgery syndrome. The hcp reported that the patient had stimulation sensation and was unable to turn off the implantable neurostimulator (ins). The hcp called patient services for help to turn off the ins. The patient indicated that they charged last week, and since then have been feeling stimulation. Per the patient, the ins has never been in overdischarge, and has not been used for years due to stimulation in the wrong location. It was mentioned that a lead revision was done as a result. The patient was told to keep the ins charged. The patient indicated seeing elective replacement indicator (eri) and end of service (eos) messages. It was stated that the ins read eos initially, and then switched to eri. The hcp performed a physician mode reset, which resolved the stimulation sensation. The patient was to follow-up with their managing physician. Patient services suggested that a manufacturing representative (rep) could be used to diagnose why the ins would stimulator after receiving the eos message. The hcp indicated that he patient seems to be a poor historian. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she accidently turned stimulation on and couldn't get it off, so she went to the healthcare provider (hcp) and the nurse there helped her call the manufacturer and they got it turned off, patient said she was fine now. The patient noted that a manufacturer¿s representative (rep) told her the ins shouldn't work because it was more than 10 years old. The patient reported that when she left the hcp he made her feel as though it should be removed. The patient also reported that since implant, the device didn't work below the knee, for the area she needed it, but it did work above the knee. The patient reported that it seemed like she went every 3 or 6 months to see a rep. The patient reported that when it was redone, the hcp told her, he could tell during the surgery he knew it was not in the right area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was not able to get an MRI because the implant was not charged up. The patient was unsure if she could recharge the stimulator as of (B)(6) 2019 since she had not kept charging the stimulator. There were no further complications reported or anticipated.